Event description:
Information received indicates the bed has no power due to fluid ingress onto the back of the power board.

Manufacturer narrative:
The technician found dried fluid on the back of the power board. He replaced the power board to repair the bed.